Event description:
Onset of illness including, but not limited to: difficulty raising hands above head. Difficulty lifting, extreme joint pain, arthritis, trouble taking deep breathes, neurological sensations and pain, elevated crp levels, fatigue, brain fog, intramammary lymph node requiring ongoing testing, cysts in uterus and on ovary. FDA safety report ID # (B)(4).